Event description:
Hcp reported that pt noted "pump providing good pain relief until 3 weeks ago when pt started going through opioid withdrawal, and alarm started to sound. Pump malfunctioning for unk reason."